Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after running out of infusion sets while traveling, temporarily disconnecting from the ilet and later performing a factory reset, after which a firmware update was completed successfully and glucose began trending down. Symptoms included elevated blood glucose. Outcomes included no hospitalization and resolution with troubleshooting and education. Investigation included review of the event history with user interview and confirmation of successful firmware update. Investigation of this case revealed that the device was functional after reconnection and update, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.